Event description:
It was reported that during a CABG procedure, the device tissue pad came off during surgery. It is not known if the pad is in the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient. Additional information has been requested, but not yet received, regarding event and patient.

Manufacturer narrative:
Date sent: 5/28/2009. Information anticipated, but unavailable at this time.